Event description:
The customer returned the device stating, ¿the pump does not detect the cassette¿; during device evaluation the allegation was confirmed due to latch/lock sensor defect. The event had occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump does not detect the cassette¿ was confirmed through latch/lock test and occlusion test. The probable cause was latch/lock sensor defect. The latch/lock sensor was replaced. The unit passed all testing criteria after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.